Event description:
The catheter could only be inserted at its tip into the guide wire. The guide wire was replaced by a competitor's 0.025" wire, then the catheter could be inserted. However, it was found out that the sheath had not been inserted into the patient's vessel and the insertion of the catheter was cancelled. The patient eventually died. The causality with the product has been denied by the hospital. The guide wire could not be inserted into the iab.

Manufacturer narrative:
The technician was able to pass the original guidewire returned through the iab lumen with some difficulty. The manufacturing engineering group has completed the investigation. Initial evaluation determined that the guide wire insertion difficulty was caused by an undersized inner lumen diameter at the molded tip. As explained below, we believe the failure is associated with a single isolated event and is not manufacturing process related. The manufacturing processes and associated tools were al evaluated and no issues were observed. Note the manufacturing process consists of using a core pin with a diameter larger than the guide wire. It is used at the tip molding and tip sealing processes in order to maintain the inner lumen diameter. Additionally, an inspection is performed after tip sealing and again tight wrapping the balloon in retainers. Attempts to duplicate the failure were unsuccessful. A review of the equipment failure logs show that there were no equipment failures during the processing of this lot. A review of the device history indicates that there were no non-conformities with this lot. (B)(4).